Event description:
Failing user verification test reported to carefusion technical support: "circuit fault, xdcr fault and low pip when turned on." No statement regarding any patient involvement.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the main pcb assembly has failed. The foreign distributor will be shipped a replacement main pcb assembly to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty components for evaluation. As of 05/04/2015 the alleged faulty component has not been received. Should it be received and evaluated, a follow-up medwatch report will be submitted.